Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and compromised force sensor system error alarm. Customer's blood glucose level was 200 mg/dl. Troubleshooting for motor error was performed. Customer advised their insulin pump broke a few days ago and also reported a compromised force sensor system error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.